Event description:
It was reported that during a procedure for severe stenosis at the bifurcation of the right middle cerebral artery (mca). The subject stent was advanced into the introducer sheath, which was pressed tightly against the microcatheter hub, resistance was encountered when the subject stent reached the microcatheter hub. Upon inspection, it was found that the subject stent had prematurely deployed with half of it inside the microcatheter shaft and the other half inside the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.